Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: november 18, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the fourth metacarpal to treat a fracture, the surgeon had difficulty threading two 1.5mm threaded drill guides into the 2.0 plate. Alternate drill guides were available at the facility to successfully complete the surgery. A two to three minute delay was incurred and there was no harm to the patient. Concomitant medical device reported: 2.0mm plate (part unknown, lot unknown, quantity 1). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: two 1.5mm threaded drill guides (part 323.034, lot 1608103 and 8546111) were received intact with no obvious damage. The threads of the guides are undamaged. The laser marking is legible, but it is beginning to show signs of corrosion/rust as well as fading. The drill guides are only designed to be used with the 2.0mm plates in the lcp modular mini fragment set, and there are two additional threaded drill guides for the 2.4mm and 2.7mm plates. The exact cause of the complaint condition is unknown. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed due to the lack of information regarding the plate being used and the fact that the complaint condition could not be replicated. The threaded drill guides are part of the modular mini fragment lcp system. The drill guides can used to guide a drill bit through a plate and can be used to determine screw length required for insertion. Proper use and maintenance for the device(s) are addressed in technique guide for the modular mini fragment set. Three different drill guides are included in the set. Each is designed to be used with the corresponding 2.0mm, 2.4mm, or 2.7mm plate. The returned drill guides are only designed to be used with the 2.0mm plates in the lcp modular mini fragment set. A functional test was performed with part 247.360, lot 8488857 and both devices were able to screw into multiple holes of the conforming plate. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the surgery cortical screws were used as temporary fixation, the alternative drill guides were used to complete the surgery and the cortical screws removed from the patient.